Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011 to report that pt had experienced a hypoglycemic episode in the midst of the night due to a cgm's inaccuracy during which pt's wife recalls pt's bg/cgm at 34/150 mg/dl. Paramedics were called and they administered orange juice to pt, after which pt became lucid. During her call to dexcom technical support pt's wife reports that pt was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time . We therefore consider this report complete to the best of our knowledge.